Event description:
It was reported that the patient underwent surgical revision for the removal and replacement of ams 800 occlusive cuff due to recurring incontinence. Additional information received stated that recurring incontinence was caused by suspected atrophy.